Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 553 mg/dl. Customer had symptoms such as nausea, vomiting, and difficulty breathing. Customer was treated with insulin pump. Customer stated that they were not using auto mode feature. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubble and leak. Customer declined to test insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.